Manufacturer narrative:
Concomitant medical products: 457445 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and undefined impedance. After programming to another lead, the chronic lead was still observed to be high. The lead was capped. No patient complications have been reported as a result of this event.